Event description:
To or for removal of bilateral renal stents. Left ureteral stent broke off during removal attempt with alligator forceps. Approximately 2/3 of stent remains in patient. Right ureteral stent removed without incident. Stent implanted 5/27/93 a urological stent, multi-length silicone. Set #1491-358 #sfr. 22-23cm. Removal attempted 6/21/93.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.